Manufacturer narrative:
Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable low result from a coaguchek xs meter. The serial number was requested but was not known. The result from the meter was 2.5 inr and the result from the laboratory using an unknown reagent was 8.2 inr. The customer had antiphospholipid antibodies and lupus antibody. The therapeutic range was 2.0 - 3.0 inr.